Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -12.5/2.0/082 (sphere/cylinder/axis), implantable collamer lens into the patient's lsft eye (os) on (B)(6) 2024. Low vault was observed. Lens remains implanted. Reportedly, patient will be monitored and reviewed.

Manufacturer narrative:
A4 - unk a5 - unk a6 - unk h6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).